Manufacturer narrative:
Correction. H6 medical device problem code a24 was removed. H6 health effect clinical code pseudoaneurysm removed. The device was not returned for evaluation; however, a photograph was provided in which an aneurysm in the cylinder can be visualized. Based on the procedures by which this device is tested prior to release, specific to revealing an aneurysm, it was concluded this most likely occurred subsequent to the opening of the device packaging. In addition, this most likely occurred as the result of overinflation and/or excessive manipulation. This device is capable of generating pressure sufficient to aneuryze an unrestricted bladder.

Event description:
According to additional information received, the implant had an aneurysm which he believes is from early aggressive "manipulation".

Event description:
According to the available information, a revision was performed as a pseudoaneurysm occurred as a result of the implant. The doctor reportedly mentioned to the patient that he had only seen this in a few cases and extra capsular tunneling was needed during the revision.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.